Event description:
It was later reported that the patient had side effects from previous and current medications administered by the device system. It was noted that while the device contained dilaudid and fentanyl the patient gained 52 pounds in five months, all she wanted to do was eat and over eat and she was ¿real draggy,¿ and ¿couldn¿t get up to do anything.¿ the device was then filled with saline and the patient was managed on ¿some little pain pills, he only gave me ten mg,¿ the type of oral medication was not reported. It was stated that the patient¿s understanding was the device was ¿supposed to make your like better.¿ the patient was taken ¿completely off narcotics just flat in (B)(6)¿ and ¿put me down as non-compliant.¿ the patient had been ¿getting in a lot of pain¿ and agreed to try prialt for 14 days. The patient reported being ¿cut completely off narcotics¿ and that she had read about prialt and understood ¿the doctor could not take you completely off of those opiates cold turkey.¿ the patient reported not getting ¿any relief¿ from the prialt and her body was ¿in such burning pain¿ and when she told the nurse she was told it could take a week before she could tell if the medication was helping, and ¿ordered more piralt to put in there¿ without asking how the trial went. The patient reported having been on ¿strong narcotics for years.¿ the patient went to the emergency room (ER) the weekend before because she ¿couldn¿t stand the pain any longer.¿ during that visit the ER could not reach the pain clinic and the ER gave the patient some pain pills until the patient could see the pain clinic the following monday. The patient reported that when she called the clinic the nurse told her to get a second opinion and provided the patient with a list of other pain healthcare providers (hcp.) The patient stated that she had suffered severe pain. The patient reported when she woke up and started moving she got a tingling all over her body and noted the tingling turned into a burning sensation. She got real cold at first and then it turned into burning. She was not sure if ¿the medicine is speeding up going into my body.¿ no pump alarms heard. The patient the noted her condition, fibromyalgia, causes her muscles to tense and tighten up, and ¿then after a while they go to a burning sensation, if I don¿t get some pain medicine they start burning so bad I can¿t stand the pain.¿ she requested to know if the burning sensation was related to getting the prialt more when she got up. She noted that she hurt her back ¿last summer¿ and was concerned about the catheter. She noted that the clinic had checked her pump and it was ¿okay,¿ and that she had told the clinic she was concerned about the catheter and noted that ¿they never even checked that.¿ she had no knowledge of ever having a volume discrepancy. She was taking oral gabapentin when she began the prialt treatment. The patient expressed concern about her interactions with the pain clinic staff and that was part of the reason she was having trouble. It was later added that the event was due to drug effects. The prialt was to be removed and replaced with saline and the patient would be sent for a second opinion. There was no patient injury or hospitalization related to the event.

Event description:
Additional review indicated that the patient hadn¿t been doing very well on the drugs but didn¿t allege she wasn¿t getting pain relief. The patient stated she couldn¿t go to the bathroom.

Event description:
It was reported that the patient had not been getting pain relief and experienced side effects from the various medications used in the pump. The patient tried morphine but it made her feel "drug headed" and the patient did not dare drive although the pain was reduced. The patient stated that she could take oral morphine and never felt "drug headed." The medication was switched to dilaudid but the patient felt dehydrated, paranoid and jumpy all the time. The patient would feel that if she left the house that she needed to hurry and get home or if someone knocked on the door she would be very jumpy. The patient was currently on fentanyl and had been since the end of may. The patient stated that for the first 4 days she had nausea and severe headache. The fentanyl was not helping the patient's pain. The patient began experiencing the symptoms following the pump and catheter implant. The patient was currently at home with a condition of "fair" and was looking for further options for medication. The healthcare provider (hcp) considered prialt or just filling the pump with saline until the patient could decide what else she would like to try. The device system was used to deliver fentanyl and previously delivered dilaudid and morphine. It was later reported that the patient was dismissed by her hcp and was looking for a new one. The patient stated she had not tried prialt but was not sure she wanted to because she heard it causes confusion. The hcp refilled the pump with saline "about (B)(6) 2012" and gave the patient "some pills" to help her with withdrawal. After this, the hcp did not want to further treat the patient. The patient was given one more prescription and was told they would not help anymore. The patient stated that she did not know what to do and that she may have to have the pump out. The patient stated that when she had medications put in the pump she was having infections and was sick. It also dried up her sinus and her sinuses would not drain so she would get dizzy. The patient was afraid to drive and put her life on hold for a year. The patient stated that she told the hcp that she did not do well with morphine so the hcp put dilaudid in the pump for 5 months and then fentanyl for a couple months. The patient was extremely nauseous and had severe headache. The patient stated that she had started to shake. The patient continued to search for a new physician because she would not try prialt. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient had a healthcare provider (hcp) for injections ¿only,¿ that she had trouble with some of the medications and they told her to get a second opinion somewhere else. It was noted that when she had morphine in pump it helped with the pain but it made her eyes ¿blurry.¿ it was then noted that when she had fentanyl in the pump she ¿ran off the road and felt like she wasn¿t able to focus.¿ after the fentanyl they put saline in the pump saying ¿maybe her body needed a little break,¿ and they gave her ¿little pills.¿ the last drug they tried was prialt which made her ¿sting all over¿ it started in the back of her legs and up her back and down her arms. Around (B)(6), they put saline in the pump and didn¿t give her any pain pills. She was in pain. She did not have a current pain hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's issues with pain medication started 1.5 years prior. It was noted that the patient wanted to know if they should have their pump explanted or have saline refilled. It was noted that 1.5 years ago the patient had issues with their pump and medication. It was reported that some of the medications in the pump "did not agree with her". It was noted that the patient could "not handle" morphine because the patient could not drive and everything would go blurry. It was reported that morphine was taken out of the pump and dilaudid was put in the pump. It was noted that when dilaudid was in the patient&#62688;pump, the patient gained 52 pounds in five months and the patient could only lie in bed and do nothing else. It was reported that the dilaudid was removed from the pump and replaced with fentanyl. It was noted that the fentanyl affect the patient's driving and the patient had symptoms but the patient could not remember what the symptoms were. It was reported that at this time the fentanyl was removed from the pump and the patient was put on "little pain pills" oral and saline was in the pump. It was noted that the patient had prialt put in the pump and their entire body was stinging (arms, legs and upper back). It was reported that the patient was also given neurontin oral medication and the patient took the neurontin at the same time the prialt was in the pump. It was noted that the patient was cut off of their narcotic pain pills "cold turkey" when the prialt was put in the pump. It was reported that the prialt was taken out of the pump and was replaced with saline. It was noted that at the time of report, the patient&#62688;healthcare provider (hcp) would not put any other medications in the pump and the hcp told the patient that they would need to find another hcp. It was reported that the patient found a new hcp and the new hcp &#62677;suggested that the pump be removed. It was noted that the patient was give shots for her pain. It was reported that the patient was given oral pain medication strong enough to help with the patient's pain. It was noted that the patient had saline in the pump at the time of report. It was reported that the patient was considering having the pump removed.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).